Event description:
Customer reported that he had high blood glucose of 170 mg/dl and that his insulin pump is alarming motor error and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap sticker.